Event description:
MFR rec'd device tracking info indicating that a lead had been replaced due to discontinuity. Further f/u revealed that the pt had experienced shoulder pain and spasms. Diagnostics at the time showed high impedance indicating a potential lead break. The cause of the suspected lead break is unk at this time. Pt underwent lead replacement surgery. Pt outcome is unk at this time. The site refuses to return the explanted product.

Manufacturer narrative:
Device failure is suspected although no serious injury was reported.